Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient picked at the wound where the cardiac resynchronization therapy defibrillator (crt-d) had recently been implanted. The wound reportedly dehisced and colored drainage was observed in the open wound. The entire crt-d system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.